Manufacturer narrative:
Customer notified mar cor (mcp) that the carbon they purchased had a strong sulfur smell that permeated the entire clinic and it came from their newly rebedded carbon tanks as part of their water treatment system. After investigation, the root cause was determined to be that the customer did not do the required disinfection prior to rebedding the tanks as per mcp manual me 12565 (automatic carbon tank). The carbon bedding was sent to customer by mcp and then the customer is responsible to perform tank disinfection and rebedding of the tanks. To this date, there were no reports of patient injury or other adverse patient impact however dialysis treatment was delayed for one day. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.

Event description:
Sulfur like odor emitted from the rebedded carbon tanks. Patient treatment was cancelled for the day.